Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) was powered on and displayed a tcmid05 (coolant diff failure) error message. The user was unable to clear the tcmid05 error message and used another console to complete the patient's hypothermia therapy. No known impact or patient consequence was reported.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated. During functional testing the console displayed a tcmid:06 (ce post error) error message. This issue is attributed to a defective element heater. Review of the event log indicated nine occurrences of the tcmid:06 error messages. The customer report of a tcmid:05 (coolant diff failure) error message occurring on (B)(6) 2017 was not reproduced during evaluation and was not confirmed during event log review. Upon customer approval, the defective heater will be replaced, and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).